Manufacturer narrative:
Initial.

Event description:
It was reported that a user within the first two weeks of ilet use experienced low glucose events, including a sensor or meter reading of 70 and a prior reading of 56, with the user uncertain of the cause and noting a history of gastrointestinal surgery with limited food intake; initial troubleshooting and education were provided before transfer to a clinical management partner. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment. Investigation included review of the reported glucose values and user report, along with troubleshooting and education. Investigation of this case revealed no device malfunction reported and a cause that remained unclear given potential dietary variability after gastrointestinal surgery and early adaptation to automated insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.